Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va04h0k, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. (B)(4).

Event description:
Follow up information reported that the patient implantable neurostimulator (ins) was working just fine since the initial report of the complaint. The patient was unsure as to the cause of the issue but it resolved on its own and was noted as getting great therapeutic effect.

Event description:
It was reported the patient experienced no stimulation sensation. The patient's stimulation reportedly "went off" the night prior to report and the patient no longer felt stimulation. It was reported the patient "got up a lot to go to the bathroom". It was also reported the patient's husband "made adjustments" the morning of the report and it was unknown if the device had been turned off or the patient stopped feeling stimulation. It was reported the patient had no known accident or incident related to the event and she experienced "terrible pain at implant site". It was also reported the patient "feels like a knife cut her" when she leaned on the device or sat down. The patient was redirected to their healthcare provider and it was reported the patient had a follow-up appointment scheduled for (B)(6) 2013. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.